Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the company sales representative "during opening of package, some paper stuck to plastic backing. This would compromise sterility". The sales representative also confirmed that this occurred during an in-service and there was no patient or surgical involvement.

Manufacturer narrative:
Investigation: the investigation was carried out visually with a panasonic dmc tz8 with the digital camera. We made a visual inspection of the instrument. Here we found damaged packaging blisters. Additionally the instrument were inspected by the quality assurance of the production department. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport or storage of the product. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. Investigations lead to the conclusion that the damaged blisters were caused by an improper transport or storage of the product. There is the possibility that the damage may have been caused due to a fall. No CAPA is necessary.